Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 18 mm aortic mechanical valve, the valve was explanted and replaced with a 16mm mechanical valve. It was reported that post implant there was a coronary occlusion due to the valve cuff. The surgeon reported that the patient¿s coronary ostium located near the annulus. No additional adverse patient effects were reported.